Event description:
The home patient reported a 2240 alarm during drain 4/4 of automated peritoneal dialysis. The pt reported that the cat had bitten the patient line causing a leak. The pt discontinued treatment and reported to pt's dialysis unit. The nurse at the unit treated the pt prophylactically with antibiotics with no resulting peritonitis.